Manufacturer narrative:
B3: unknown; month and year valid investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarms air in line. Per reporter, the device was turned off and back on but it still alarms. Per reporter, this is a brand-new device, and they tried performing preventative maintenance on multiple sets and it still alarms. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. The customer reported issue was unable to confirm while performing an air detector test or reviewing the event history. Upon further inspection, the device failed the air detector height test. The aild was replaced. The device date and time were reset to defaults. After charging the internal battery for 72 hours, the device continued to reset the date/time to default. The pwa board was replaced. The probable cause of the issue is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.